Event description:
It was reported that during testing by the manufacturer service technician that the device was overheating at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.